Event description:
Additional information was requested regarding diagnostics performed, the circumstances that led to the event, steps taken to resolve the pain in the pump area, and resolution of the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and dilaudid via an implantable infusion pump. Indication for use was non-malignant pain, peripheral neuropathy, and other non-malignant pain. The healthcare provider (hcp) used to alternate the morphine and dilaudid at refills. On an unreported date the patient's pump died due to normal battery depletion. It was noted that the pump was empty when the battery died. The patient lost his insurance and could not get his pump replaced. The patient stated that he may have the system removed because he had pain in the area of the pump that began in 2014. The patient did not have a hcp needed to find a hcp to address the issue. Additional information has been requested but was not available at the time of this report.